Event description:
It was reported during a tibial-plateau-leveling osteotomy (tplo) surgery- during screw tightening the screw driver broke at the handle. A spare screwdriver was available. No surgical delays or complication this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.the customer reported the handle broke during surgery. The item is not repairable. The cause of the issue is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the relevant drawing was reviewed and is determined to be suitable for the design and related dimensional conformity. The small hexagonal screwdriver w/ holding sleeve shows heavy use during its 17 year lifespan. The brown handle is fractured and only approximately 50 cm of the distal portion including the full shaft was returned. The shaft shows signs of significant regular use. The distal tip of the screwdriver is worn from use. The returned instrument is used to insert hex head screws during various procedures, and proper use and maintenance are addressed in technique guides. The returned device is multiple use and is used for inserting screws during numerous implant procedures. The complaint condition was caused by the instrument age, rather than the design of the instrument. This complaint condition is most likely a result of repeated sterilization cycles due to the instrument¿s age (manufactured over 17 years ago), and not the device's design. Because of this, the complaint is determined not to be a design deficiency. The returned part is determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was a veterinary case. There was no human patient involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device is an instrument and is not implanted/explanted. No service history review can be performed because the incomplete lot number cannot be traced. The manufacture date is unable to be confirmed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.